Manufacturer narrative:
It was reported that the customer was standing up from sitting on her device and lost her balance. The customer went to sit back down on the device and the front right wheel popped off resulting in the customer falling to the left side and lacerating her left eye lid. The customer was taken to the hospital by her daughter where diagnostic tests were performed and found nothing was broken. The customer was diagnosed with a laceration to her face and injury of left eye lid. According to the customer's daughter, an unknown number of disposable stitches were placed on the customer's left eyelid and the customer was admitted to the hospital for observation for 24 hours. On follow-up, it was reported that the customer's stitches were dissolved and the customer is doing well. The sample was returned for evaluation. Upon investigation of the device, the sample was found to be in used condition. The customer reported issue of wheel broken off was confirmed and was found to be due limited maintenance being performed on the unit. Due to the reported incident and subsequent need for intervention, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
The wheel on the rollator broke and the customer experienced a fall.